Event description:
The physician reported lead connection issues during the implant procedure relative to the subject device. Specifically, it was indicated that it was impossible to obtain clicking of the torque limiting screwdriver and to unscrew the leads. Furthermore, it was indicated that the leads were properly maintained in the connector when pulled.